Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostatectomy procedure the staples were malformed across the dorsal vena cava complex. Another device was used to complete the case with no patient consequence.